Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and magnet tones could not be elicited. The physician performed an invasive procedure and explaned the ICD.